Manufacturer narrative:
Initial reporter is a mitek sales representative. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number (231816), lot number (3898940) combination. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an acl reconstruction procedure the customer's 7x23mm interference screw cracked at the proximal end of the screw. The surgeon chose not to tap, but drilled using a 9mm graft. It was noted the patient was young with hard bone. The case was completed by backing the screw out and using another same size screw in the same bone hole. No debris was created from the implant cracking. There was no patient harm or surgical delay. The implant was discarded by the customer. This report is for a 7x23mm milagro advance interference screw. This is report 1 of 1 for (B)(4).